Event description:
Pt (patient) reports that 2 days ago cadd legacy pump (serial number: (B)(6); maintenance due date: unknown) infused all of the treprostinil in one day. Pt reports feeling lightheaded and experiencing diarrhea. Pt states that they did not seek medical attention and the symptoms have resolved. Pt did not experience a missed dose or interruption in therapy. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with the patient? Yes. Did the reported product issue cause or contribute to patient or clinical injury? Yes, if yes, was any medical intervention provided? No. Is the actual product available for investigation? Yes. Did pharmacy replace the product? Yes. Did the patient have backup product they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.